Manufacturer narrative:
Investigation summary: laboratory analysis confirmed the reported clinical observation of fluid loss. The observed fatigue damage in the balloon shell was determined the most probable cause of the reported events. DHR review: cuff: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Pump/balloon: the lot information was not provided so a DHR review could not be performed. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 800 aus was thoroughly analyzed. The cuff component was visually and microscopically inspected, and tested for leaks. No damage, abnormality, or leaks were identified. The pump was visual and microscopic inspection of the pump noted material fatigue on the kink resistant tubing (krt). Despite the wear, the pump passed leakage testing. The balloon component was visually inspected, microscopically examined, and tested for leaks. A tear was identified in the shell consistent with wear and fatigue from the input tube. Product analysis confirmed a problem with the balloon; the observed damage would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter cuff component replaced due to a saline leak through the cuff hole. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue that the device did not work as expected due to a saline leak through the cuff hole, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation of a scrotal infection cannot be confirmed. Investigation conclusion: based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the artificial urinary sphincter did not work as expected. Two weeks later, the patient had the artificial urinary sphincter cuff component replaced due to a saline leak through the cuff hole. Following the surgery, the patient was stable, improved and the event resolved.